Event description:
It was reported that the cool flow pump sensor did not detect the presence of bubbles during a procedure. Presence of bubbles was noticed by a nurse. Bubbles were removed then the procedure was continued under close observation. There was no patient injury reported.

Manufacturer narrative:
(B)(4).